Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 66mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the display issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.